Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). A report was received from health canada's canada vigilance program which states, "smart pump ¿ channel failure when infusing fentanyl and propofol on intubated patient in CT. Fentanyl channel initially failed, message that cannister was empty. Unable to even turn the channel off. Fentanyl infusion bag was not empty, pump volume did not indicate that bag was empty. Upon return to ed, entire pump failed."